Manufacturer narrative:
The investigation determined that a damaged tube of the cuvette rinse station had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable na electrode result from one patient sample tested on the cobas 6000 c501 module. The high na result was 221 mmol/l. The low result was 137 mmol/l.

Manufacturer narrative:
The electrode lot number and its expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer, replaced the rinse tube assembly, and adjusted the rinse water volumes of the cuvettes. The investigation is ongoing.